Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had received no delivery alarm. Customer's blood glucose level was 300 mg/dl at the time of incident. Troubleshooting was completed. Customer had tried multiple things to resolve the issue but no delivery alarm reoccurred. Insulin pump will be returned for analysis.